Event description:
It was reported that the user completed a full supply change on the ilet and subsequently received an alert indicating the infusion set was expired; the user observed insulin drops prior to connecting the infusion site, and an agent guided the user through the fill cannula process to complete the supply change, after which the device functioned as intended. There were no reported adverse clinical effects. Outcomes included no interruption to therapy after completion of the fill cannula and no need for medical care. Investigation included remote troubleshooting and user education on correct supply change steps. Investigation of this case revealed use error related to incorrect supply change sequence, with resolution achieved through proper priming via fill cannula; no device or component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.